Event description:
It was reported that an altitude alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer was provided with an insulin pen from a nurse to address bg. Technical support offered guidance to prevent future altitude alarms, and the pump resumed normal operation after the cartridge was replaced.